Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening. It is unknown if the patient has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed and no deviations or anomalies were identified. No compatibility issues were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the device. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the tibial component, pain and loosening of the prosthetic knee component are known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient experienced pain and aseptic tibial loosening. The patient was revised due to tibial loosening approximately 19 months post implantation.